Event description:
It was reported the day after successful and uneventful stent placement of two stents, the pt was discharged. The first stent was in the mid left anterior descending and a second stent in the proximal left anterior descending leaving a 10 mm gap of unstented vessel between the stents. Two and a half days after implant, the pt returned complaining of chest pain. Angiography revealed thrombus starting at the proximal edge of the stented area. The thrombosis was successfully treated with post dilation. An additional stent was placed between the previously deployed stents.